Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle customer found needle cap falling off. The following information was provided by the initial reporter. The customer stated: "defect: it is found that the needle cap falls off by itself, and the safety lock is directly buckled on the needle."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode."